Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 2.25 x 24mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed mid to distal stent damage. Strut segments 1-11 from the proximal end of the stent were undamaged. The remainder of the struts were damaged and stretched in a distal direction. The outer diameter of the undamaged section was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded and had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified coronary artery. A 2.25 x 24mm synergy drug-eluting stent was advanced for treatment. However, during the procedure, the device was unable to cross the lesion and it was noted that the stent got flared. Plain old balloon angioplasty (poba) was performed and the procedure was completed. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified coronary artery. A 2.25 x 24mm synergy¿ drug-eluting stent was advanced for treatment. However, during the procedure, the device was unable to cross the lesion and it was noted that the stent got flared. Plain old balloon angioplasty (poba) was performed and the procedure was completed. No patient complications nor injuries were reported.